Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator was explanted and returned without an allegation. Initial routine analysis testing revealed that the device had triggered the elective replacement indicator (eri) while implanted. However, the device failed the labeled longevity calculation. The device was forwarded on for further detailed analysis testing. No adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing a consecutive charge time greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.